Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on an aviva system, compared to a professional meter, within 1 minute: 180 mg/dl (aviva system) and 98 mg/dl (doctor's meter). No actions taken based on device results. No adverse event was reported. The alleged product was replaced and requested for evaluation.